Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). The physician's office has been contacted; per the nurse, no additional information is available. Should additional relevant details become available, a supplemental report will be submitted.